Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). MFR name: st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasion was found at 7.2-8.0cm from the distal tip. The etfe coating was intact at the same location.